Event description:
It was reported that revision plating of femur was performed due to non-union. Original procedure was a leg lengthening osteotomy bone graft with spacer, then a large fragment lcp olecranon plate and screws. The screws were broken due to non-union, delayed healing. This is report of 4 unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional attempts are being made to gain the information. This report is for 4 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.